Event description:
Customer reported they had two chemotherapy leaks from orange safety needles. They were attached to the 20ml syringes and have leaked at the point of connection. Additional information received on 19-nov-2025: the trust has confirmed that they unfortunately do not have any photos available. The trust has now confirmed that it wasn't a sol syringe, it was the bd 20 ml luer lock syringes.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample and customer sample analysis. Sol millennium received 32 pieces of impacted sol-care safety needle 25g × 5/8", ref sn (B)(6), lot 07502018, from the customer. All samples were evaluated in combination with a bd 20ml luer lock syringe, ref (B)(6). The investigation showed no leakage and no functional anomalies when used with the bd 20ml luer lock syringe. The reported issue could not be reproduced. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.